Event description:
Pt underwent right total knee arthroplasty 9/5/95. Currently presents with increased pain in right knee joint causing severe impairment in ambulation. Pt underwent revision right total knee amputation with bone graft augmentation on 11/5/98. Findings: synovitis titanium debris induced, erosion posterior medial corner of tibial tray, abrasion of medial femoral condyle component, osteolysis of distal femur and proximal tibia.